Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument for failure analysis. Inspection identified a broken main tube on the proximal end. A piece measuring approximately 0.4155" x 0.2755" was not returned with the instrument. This missing piece contributes to the forceps tip being loose. Further investigation found that the instrument had a frayed grip cable at the distal end. There were cable strands stuck out at the wrist. Both observations are related. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instrument had a loose tip. The user completed the procedure using the same instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The prograsp forceps was out of lives and the instrument was broken for disposal where the main shaft of the proximal end was broken. The missing piece should have been in the disposal box as a result of breaking the proximal end of the shaft. However, the tip was loose prior to breaking the instrument. There was no fragment that fell inside the patient's anatomy, and the patient has not returned to the hospital.